Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the primary site of the infection was the implantable neurostimulator (ins) pocket and that the date of onset of the patient¿s infection was noted as greater than 1 month after implantation of the ins. No meningitis was observed but patient symptoms of fever, redness, and swelling were reported. It was confirmed that cultures taken grew (B)(6). It was noted that perioperative antibiotics were administered. Further treatment included both IV and oral antibiotics and total explant of the patient¿s ins system. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient¿s device was implanted on (B)(6) 2013 and they were found to have a (B)(6) infection in (B)(6) 2013. It was stated, the battery site was drained and the patient had intravenous vacomycin but the system was explanted. It was noted, the patient was reimplanted on (B)(6) 2013 and was doing very well. It was later reported, the infection was at the battery or pocket site. It was stated, the patient was reimplanted with a new device after the infection cleared and they were receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2013 -02-20 explanted: 2013 (B)(6); product type lead. (B)(4).